Event description:
Report received from the USA stating that the cutter could not be inserted into the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The complaint of "cannot insert cutter" was confirmed. The device failed the "cutter insertion" test. If any additional information should become available, a supplemental MDR will be sent. Ref: (B)(4).